Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. A break was found in the forceps wire due to an external factor. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part cover, operation part, forceps lever, insertion part of the cover tube, switch box, operation part cover, up/down/right/left knobs, up/down angle fixing lever, grip, universal cord, scope connector side of the universal cord, and right/left angle fixing knob due to external factors. Th insertion part had wrinkles due to external factors. Dirt was on the operation part that was difficult to remove due to handling (insufficient cleaning). The bending section cover adhesive was missing. The tip cover may have been scratched due to external factors. The suction cylinder was scraped due to an external factor. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was broken. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or device handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.